Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 11/02/2021 h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h3 investigation summary: as the correct product lot number was not made available for investigation hence investigation could not be procced further. If the information made available in future the file will be re-opened. Device history lot: as the correct product lot number was not made available for investigation hence DHR cannot be performed.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4) device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please confirm if both products reported presented the two problems reported in this complaint: suture breakage and pull off - suture needle: according to dr., nw1326 & nw1205 got separated from swage point. Please confirm the quantity of broken sutures: 1 foil each of nw1326 & nw1205. Please confirm the quantity of needle & sutures separated from swage point: 2 foils. Events reported in 2210968-2021-08519.

Event description:
It was reported that a patient underwent a circumcision surgery on (B)(6) 2021 and suture was used. During the anastomosis procedure, the suture broke at the middle of the suture and needle and suture got separated from the swage point. No adverse patient consequences were reported. Additional information was requested.